Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 250 mg/dl at the time of the incident. The customer stated that theirs was damage to the insulin pump on the reservoir ring. The customer also stated that the drive support cap is sticking out. The customer stated the insulin was "squirting out" during the manual prime process. Customer states they are receiving a compromised force sensor system alarm. The customer was advised to disconnect from the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed operating current, unexpected alarm error test, displacement test but compromised forced sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised forced sensor alarm. Pump received with cracked case at the display window corner, minor broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring and cracked battery tube threads.